Event description:
The customer reported that during an open pancreatectomy and splenectomy procedure, the jaws of the ligasure impact device became locked on pancreatic tissue. The device was cut off using an unk device. There was no injury to the pt.

Manufacturer narrative:
Covidien reference # : (B)(6). Date of initial report : (B)(6) 2010. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.